Event description:
It was reported that the balloon did not inflate before use. No pt complications were reported. Lot number on shelf was provided - 58461300.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the balloon was confirmed to not inflate. Leakage was observed due to a slit in the catheter body 0.145 inches long at the distal edge of the thermal filament (middle form) area. The slit was confirmed to enter the inflation lumen. A CAPA is in process for catheter body slit related to balloon inflation.